Manufacturer narrative:
(Failure to maintain grasp). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during an esophagus varicose vein ligature performed in 2009. According to the complainant, the procedure began at 11 am. During the procedure and inside the pt, the physician placed the band around a varicose vein inside the esophagus; bleeding began after placing the band on the varicose vein. Approx 2 minutes after the band was placed, the band fell off into the pt and hemorrhaging began. The physician attempted to inject the site with sclerosant to stop the hemorrhage, but was unsuccessful. The pt died at approx 1 pm. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.